Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radio frequency for liver cancer, as there was no reaction with the return electrode, wherein it activated when it should not. A new return electrode was reapplied to the patient. No patient injury.